Event description:
It was reported that during an implant procedure, the attempted lead's helix was difficult to manipulate. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.